Event description:
The facility reports one incident of a leak at or near the luer connector on pheresis needle. This occurred during the first blood draw of plasma donation. Due to possible contamination, the donor's blood was not returned resulting in estimated blood loss of >200cc. No donor injury or need for medical intervention is reported.